Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient was implanted on (B)(6) 2016 and they saw a power on reset (por) message when they tried to connect after they had gotten home from the hospital. The patient was to follow up with their healthcare provider (hcp). No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.